Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula was kinked. The patient's blood glucose was reported to be at 400mg/dl due to the incident. It was noted that the patient also had moderate levels of ketones. The patient administered insulin injections to address the high blood glucose. No permanent injury was reported.